Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis was touch contamination by the patient which is supported by the culture result of staphylococcus aureus. Staph aureus is found in the normal flora of human skin and mucous membranes. (Taylor & unakal, 2021) based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021 the patient began experiencing cloudy pd effluent. However, the patient did not report this to the pdrn. On (B)(6) 2021 the patient was seen at the pd clinic for a scheduled appointment when she reported the cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for staphylococcus aureus and the ceftazidime was discontinued. The patient was to continue with the vancomycin for four additional doses (dose and frequency not provided). The pdrn reported that the patient¿s usual caregiver was out of town and that the patient was setting up her own pd treatments resulting in the peritonitis. The pdrn stated the cause of the peritonitis was touch contamination by the patient. The was no report of a cassette leak or other issue with fresenius product(s). No additional information was provided.